Event description:
An account reported a concordance error on their data log printout when a rack jam error was received. The account reports that all results were reported correctly. No known pt impact or injury associated with this event.

Manufacturer narrative:
The preliminary investigation on other analyzers indicates that the mechanical anomaly could be duplicated. The investigation is on-going. The customer has been advised to repeat all samples on the rack that generates a rack jam error until further notice. No previous events of this nature have been reported. No conclusion can be drawn at this time.